Event description:
Reporter indicated that vns pt was hospitalized for status epilepticus. The pt was scheduled for generator replacement surgery due to end of service in the next month, but underwent emergency generator replacement surgery due to the episode of status. The pt is reportedly doing well since generator replacement surgery with seizures returning to baseline.